Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing and from inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving two air detected in cassette alarms during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient is in possession of a replacement cycler. A replacement cycler was issued to the patient for a previous event, however the patient reported that they continued to use their old cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing and from inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving two air detected in cassette alarms during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient is in possession of a replacement cycler. A replacement cycler was issued to the patient for a previous event, however the patient reported that they continued to use their old cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing and from inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving two air detected in cassette alarms during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient is in possession of a replacement cycler. A replacement cycler was issued to the patient for a previous event, however the patient reported that they continued to use their old cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.